Event description:
A tandem mobi cartridge alarm was reported during pumping, confirmed as cartridge alarm 34. The customer¿s blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Tandem technical support guided the caller to remove the cartridge and deliver a 9-unit bolus, which successfully completed, allowing them to reload the original cartridge and resume insulin therapy. The issue was resolved.